Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had trouble turning the ins on after the last procedure the patient had. It was reviewed how to turn the ins on and off. No symptoms were reported.